Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient mentioned they are having issues with the stimulator. Caller states the stimulation turns off and has to turn back on. Pss questioned whether adaptive stim was programmed, caller states they had an appt next week but had to postpone for other health concerns not related. Pt reports the battery depletes within 10 hours every day, pss tried to clarify ins or the controller and this was not confirmed. Caller wondered if the battery is wearing out. Pt states ins used to last 2 days. Pt has not had ins checked for a few months. Pt mentioned he wants to have this just removed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-jun-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported the stimulation keeps going off and they are not intentionally turning the stimulation on or off. Caller stated they noticed the stimulation was off when the patient was in the sitting position. Patient service asked caller to connect the controller to the implant and caller confirmed stimulation was turned off. Caller confirmed that they don't have the settings for adaptive stim or cycling. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they already spoke to their reps who told them to call patient services. Patient stated the issue has been since the beginning and only gotten worst. Patient stated their rep stated the wires were not installed all the way down and the pain was where the belt goes across your waist. Pt also stated the pain started about 4 inches up and the leads were not installed properly so the patient might need to go to another surgery, but pt refuses. On (B)(6) 2023 a response was received from a manufacturer representative stating they were not made aware of the issue and are unsure what patient's complaints were. Rep goes to add they assume patient's is possibly feeling more or less intensity in certain posit ions, because there is no adaptive scs activated. Rep reports they do not thing patient has issue with leads as md confirmed via x-ray there weren¿t issues.